Manufacturer narrative:
The investigation of the returned coil system found the implant with damaged middle loops and separated from the pusher. The investigation found the implant with a stretched tail shape at the tip at proximal which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. H11 - corrections. H10 - remove "the device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. " h6 - add additional codes.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that when an embolization coil implant was being inserted into a microcatheter, the implant unexpectedly detached in the middle of the microcatheter. The coil was then withdrawn along with the microcatheter and successfully removed from the patient. There was no reported intervention or patient injury. The patient is reported to be "fine."